Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the caregiver (cg). There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The cg stated that all of the bags were empty. The tsr advised the cg to have the hp complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.